Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced a discrepancy between the sensor glucose and blood glucose value. The event involved product mmt-7040a,mmt-1884,unomedical,unk_reservoir. The customer also experienced hypoglycemia. Troubleshooting was performed, and the customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The discrepancy between the sensor glucose (sg) value of 145 mg/dl and the blood glucose (bg) value of 50 mg/dl was not within the acceptable range. Insulin delivery was not suspended. There was no mention of the auto mode feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. No product return was required for mmt-1884,unomedical,unk_reservoir. Mmt-7040a was requested and customer response was the device will be returned.